Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep assumed it was a normal battery depletion.

Event description:
The patient reported that they had to have a new battery replacement of their implantable neurostimulator (ins) because it had died after only two years. The replacement was done on (B)(6) 2016, and a new patient programmer (pp) was issued at that time. The patient was under the impression that the battery would last forever, and no one told them otherwise. The patient's indication for implant is urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient had no idea why the battery died as she didn't do anything unusual. The patient reported that she did get a good ¿review¿ on (B)(6) 2016 with the new implant. The patient reported that she was on program 2 at 3.0. The patient reported that their healthcare provider said not to change it and that they didn't need to go back for another year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.